Manufacturer narrative:
Balt USA reference#: (B)(4). 10jun2025: initial information was received regarding this incident. Therefore, a reportability evaluation was documented which determined this incident should be reportable based on the information received. The product analysis was completed by supplier balt extrusion. Summary as follows: the device was returned in its primary and secondary packaging. Blood residues were observed on the microcatheter. The was a kink at the proximal end of the microcatheter (hub junction). The supple turquoise tube of the microcatheter was sticked to the supple pink tube and detached after immersion in hot water. Three cristallized residues were identified inside the lumen of the microcatheter between 583mm and 597mm from the proximal end. A hole was observed on the distal part of the magic with cristallized residues inside (at 110 from the distal end). When trying to flush the microcatheter, resistance was felt and water did not come out. Root cause of the reported issue cannot definitively be determined due to the damaged state of the returned device. The product inspection showed that a kink at the proximal end of the microcatheter and residues inside the lumen. In addition, a hole was observed on the distal part of the microcatheter. Based on the complaint description and the returned device condition, the exact timing of when this damage occurred is unknown. However, damage to the microcatheter may occur if excessive pressure is applied during injection attempts through the microcatheter. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00494180 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the magic1.2f was sent to the diseased vessel, and the contrast agent leaked out of the catheter. The catheter was withdrawn and replaced with a new catheter to complete the operation. No patient injury." Incident report form submitted for this complaint indicates that no patient injury was sustained.